Event description:
The pt was seen at the center for routine device programming in 2007. Testing conducted confirmed that the device was functioning. However, there were high impedances on some of the electrodes that were addressed through programming. The pt was seen by a company representative for further device evaluation. Testing performed confirmed that the device was functioning. Due to pt's lack of progress, surgery to explant the device is being evaluated.